Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. Wire received inside of original sealed pouch, only a little part of seal was opened. Only the upper left side of the pouch came opened; the product analysis shows evidence that the pouch was eventually correctly sealed. The device was not measured due to device was inside the pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further that the inner pouch was okay. The nurse opened the pouch but difficulties opening the pouch properly were encountered.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that product sterility was compromised. A 300cm, 8cm v-18¿ control wire¿ was selected to cross the lesion. When unpacking the device, the packaging was torn and the guide wire became unsterile. No patient complications were reported.